Manufacturer narrative:
A getinge field service engineer evaluated the device passed function and safety checks. Could not duplicate the described error. Returned the device to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unable to get blood pressure reading from fiber optic. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).